Event description:
The user was implanted in (B)(6) 2024. However, an advanced edema developed and even after drug treatment there was tissue dehiscence that led to tissue necrosis. The device was explanted on (B)(6) 2024.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the device was explanted due to ongoing inflammation leading to skin necrosis at the surgical incision. Reportedly one week after implantation surgery, edema developed and wound dehiscence occurred, which could not be resolved with antibiotic treatment. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. Therefore, the device does not appear to be the source of the reported symptoms, but its contribution to the outcome of the event cannot be completely ruled out. This is a final report.

Event description:
The user was implanted in (B)(6) 2024. 7 days after surgery swelling at surgical incision had started. The edema was treated with antibiotics and corticosteroids, but the case evolved to dehiscence of the surgical wound; there was another attempt to treat with medication, but the wound opened progressively leading to skin necrosis. The clinic suspects a foreign body reaction. The device was explanted on (B)(6) 2024.

Event description:
The user was implanted in (B)(6) 2024. 7 days after surgery the swelling at surgical incision had started. It started with an edema soon after surgery, which was treated with antibiotics and corticosteroids, but the case evolved to dehiscence of the surgical wound; there was another attempt to treat with medication, but the wound opened progressively until the implant was exposed. No trauma has been reported. The medical team reported that the user has skin problems in other parts of the body also and the thickness of the skin is also thinner. The clinic suspects a foreign body reaction. The device was explanted.

Manufacturer narrative:
Additional information: according to the information received from the field the device was explanted due to ongoing inflammation leading to skin necrosis at the surgical incision. Reportedly one week after implantation surgery, edema developed and wound dehiscence occurred, which could not be resolved with antibiotic treatment. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. Therefore, the device does not appear to be the source of the reported symptoms, but its contribution to the outcome of the event cannot be completely ruled out. The explanted device has not been received for investigation yet.